Event description:
It was reported that one handpiece go hot almost immediately after loading the bur and powering on the device. The handpiece was set aside and a second handpiece of the same model was then obtained. The bur was loaded into the handpiece and powered on and it also got hot almost immediately. The second handpiece was set aside and a third handpiece of the same model was used to complete the procedure without further incident. There was no report of patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: legend stylus touch #em210, sn# (B)(4), lot#206345498; MFR date: 11/17/2012. (B)(4). The two devices were returned for evaluation and repair by the quality engineering team. Analysis for em210 (B)(4), the product failure analysis found there was no significant physical damage; however, the drill could not be taken out of the ¿safe¿ mode. Thus, the reported complaint for ¿getting hot¿ could not be confirmed, as temperature testing could not be performed. Analysis for em210 (B)(4) the product failure analysis found the condition of the device showed the safety switch on the finger lever had detached. The drill could not be taken out of the ¿safe¿ mode; thus, the reported complaint for ¿getting hot¿ could not be confirmed, as temperature testing could not be performed.